Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and the ma voltages were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed intermittent high ma error messages. No pt injury was reported.